Event description:
Atrial unipolar lead impedance warning on (B)(6) 2022 (atrial unipolar lead impedance measured 190 ohms, threshold is 200 ohms.) Device appears to be currently functioning as programmed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).